Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible by arm movements. No intervention was performed. All electrical parameters were good and stable. The patient was noted to be in good condition prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.